Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The facility was performing an aorta gram bilateral run-off. While cannulating the left lower extremity, the catheter tip became separated from the catheter. This occurred while attempting to cross a heavily calcified (highly stenotic) iliac lesion. Initially, it was not recognized until the catheter was removed from the patient. Once recognized, a snare was utilized to successfully retrieve the distal end of the catheter. The procedure otherwise went well and the patient is doing fine. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, device history record, instructions for use (IFU) quality control and a visual examination of the returned product was conducted during the investigation. The shaft with 4mm of material intact, along with a 2.7cm separated tip segment, were returned to assist in the investigation. Snare marks/damage are evident at 4mm proximal of the end hole. A longitudinal split was located at point of separation from the catheter shaft. Inner diameter of the tip material does not display disintegration/degradation. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Even though the catheter crossed a heavily calcified area, the tip did not show signs of elongation, therefore, the catheter was not exposed to excessive force. Action has previously been opened and a recall in in place to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The facility was performing an aorta gram bilateral run-off and while cannulating the left lower extremity, the catheter tip became separated from the catheter. This occurred while attempting to cross a heavily calcified (highly stenotic) iliac lesion. This was not recognized until the catheter was removed from the patient. Once recognized, a snare was utilized to successfully retrieve the distal end of the catheter. The procedure otherwise went well and the patient is doing fine. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.